Manufacturer narrative:
Patient reporting swelling and discomfort at the incision site. The patient had an infection at the incision site, and the stimulator was explanted on (B)(6) 2021. No further issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not using antibiotics, not prepping the skin, using inappropriate tools, and patient interfering with the wound have been ruled out as potential causes. The physician stated the cause of the infection was unknown. However, the questionnaire shows the clinical representative is unsure if the implanting clinician irrigated the site before closure and unsure if multiple tunneling passes required, which may have contributed to the patient developing an infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is user error-clinician.

Event description:
Patient reporting swelling and discomfort at the incision site. The patient had an infection at the incision site, and the stimulator was explanted on (B)(6) 2021. No further issues have been reported.